Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead would not capture at high outputs after several attempts. The lead was moved to several other anatomical positions but there was no change. The lead was not used. A new lead was successfully implanted with acceptable measurements. No patient complications have been reported as a result of this event.